Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient met with a manufacturer representative and was told by the manufacturer representative that the battery for the ins was dead. It was noted that the manufacturer representative said its not working anymore. It was reported that the patient had not noticed a change in symptoms and always had stimulation at a level where they don¿t really feel it, so they can¿t base it off of that. It was noted the patient was very upset and was told it would last 5-7 years. It was reviewed with the patient that battery life depended on many variables such as program settings, on and off cycles, lead placement, etc. When asked if they ever saw an elective replacement indicator (eri) or end of service (eos) message, it was noted the patient did not know they were supposed to be checking for an eri or eos message. It was reported the patient could not get the patient programmer to connect now, but when they tried using it, they felt a tingle. The patient was wondering if there was a problem with the patient programmer, and it was reviewed that if the manufacturer representative checked the ins and told them it was depleted, it was not likely that the patient programmer was the problem. It was reported that the manufacturer representative was having issues with their own machine, so the patient did not believe them. It was noted the patient would follow up with their healthcare provider (hcp) to have the device checked to see if the ins battery was depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.